Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the information available, the reported single leaflet device attachment was due to challenging anatomy and the reported poor image resolution that was due to a combination of anatomy and procedural circumstances (pacemaker leads). There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat the patient with grade 4 degenerative mitral regurgitation (mr). After the mitraclip ntr was implanted, the posterior leaflet came out of the clip resulting in an slda. In the opinion of the physician, the slda was related to a potential scallop on the posterior leaflet. Imaging was a challenge due to pacemaker leads that were thought to have caused reverberation, but the doctors thought they had good leaflet insertion with the images they had. A second mitraclip, an xtr, was implanted to stabilize the first clip and further reduce mr. The procedure was completed with mr grade 1. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.